Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a contact of the lead eroded through the skin and was visible. The physician re-implanted the contact and administered antibiotics to the patient.

Event description:
A report was received that a contact of the lead eroded through the skin and was visible. The physician re-implanted the contact and administered antibiotics to the patient

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2366-50, serial/lot#: (B)(4), description: linear 3-6 lead, 50cm. Additional information was received that the patient lead had migrated superficially. It was confirmed that the patient does not have an infection. The patient is receiving comfortable stimulation in all pain areas and is reportedly doing well.